Manufacturer narrative:
This is a duplicate report of 1818910-2014-16438. This report, 1818910-2014-17239, will be rejected; 1818910-2014-16438 will be kept for investigation purposes.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation.